Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed approximately 7 hours of hyperglycemia and a usual for me dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was not paused by the user on the date of the event. Review of device data showed evidence of device misuse, including multiple meal announcements during periods of hyperglycemia, and reducing the body weight entered into the device by 71 pounds. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failure of the user to address prolonged hyperglycemia which resulted in increased correction insulin dosing, over-estimating the carbohydrate content of their meal and choosing a meal dose size that was too large, and a pattern of maladaptive behavior that increased the risk of hypoglycemia. The user's reported exercise on the day event without pausing the device may have contributed to their hypoglycemia. Having the device volume set to "off" and the low glucose alert turned off likely also contributed to the severity of the event.

Event description:
On 8/26/24 an ilet user reported they experienced a low blood glucose (bg) event that required assistance to treat. The event occurred on 8/23/24. On (B)(6) 2024 the user was swimming and paused insulin delivery then experienced a rapid drop in bg levels afterward. They were seated for dinner when they suddenly lost consciousness and required assistance from their son, who provided high-calorie orange juice to help raise their bg levels, which dropped as low as 39 mg/dl. The user stated they were coherent enough to drink the juice but did not remember much of the incident. Despite receiving alerts from the device for low blood glucose, the user did not hear them. Upon reviewing the user's ilet log data, the beta bionics customer care agent discovered the user has been announcing multiple meals and maladapting their insulin regimen. After troubleshooting attempts, the user expressed a desire to return the ilet.